Event description:
Pt had thyroid cancer. In 1993 pt noticed a knot in their neck had a benign biopsy. The knot came back after it was drained. The node was removed and found to have some thyroid cancer. Pt had a total thyroidectomy. That was in 1993. And followed with radioactive iodine. It was in july pt met with their ob/gyn. Told him they were tired of the incontinence. Asked him what could he do. He sent pt to this partner. Went though all the bladder tests to see what kind of incontinence pt had. After all the tests came back, dr recommended durasphere. Pt was told it was a simple procedure. And very little side effects. In 2003 pt had the durasphere injections. Went home that afternoon, got very sick on the way. Pt had thrown up some horrible black stuff. Thought well it was just from the anesthesia. Didn't think to tell dr about it. Looking back now it was the durasphere. Went back for their check up. Their bladder problem was worse than ever. Dr did some testing and recommended that pt see their ob/gyn. They both agreed that the tvt sling would solve their problem. In 2002 pt had the tvt sling put in. Pt had to have two sling revisions after that. In 2003 still having urinary retention's. On their birthday, in 2003 pt had another revision with excision of a segment of the sling underneath the urethra this time. That is four bladder procedures. Felt like pt was losing their mind. And still having incontinence trouble. Pt awoke in 2003 with swollen lymph nodes. Called oncologist. He ordered some x-rays. To wait for the test results to come back, it seemed like forever. To make things worse for pt, the tests reveal metallic densities in the right atrium and ventricle as well as peripheral pulmonary arteries. Also "a 7mn" nodule in the "lingula". Dr had no idea what this was. That made it more scary for pt. He thought it best if he sent pt to dr for a pulmonary consultation. As dr looked at x-rays he also was very puzzled. In 2003 pt had a CT thorax done. Back to dr, for the results. Still no resolution. 2003 pt went for a pulmonary function test. No one had seen test like theirs. Pt was asked if pt was ever shot before. No was their answer. Can you even inmagine what pt is feeling by now. Trying to keep head together was not easy. In the mean time their family were going out of their minds. Everyone will tell you that pt is not a person going around complaining. Cancer and now this. Pt holds their fears to themselves. Their dr really doesn't know how much this has destroyed pt. In 2003 still having bladder problem. Pt went for a second opinon. Pt saw a urologist. He ordered a voiding cystourethrogram. Pt had that done in 2003. The radiologist was doing the test. His comment was, what is this. Pt could not see the screen so he turned it around so they could see it. He asked more questions as what has been going on with pt's health. But when pt saw the screen, those lines looked just like all the x-rays and scans that the dr had been showing them. He turned around and said "you are the mystery woman." That so many of the drs have been looking at all of them too, and wondering what this was. He asked what was injected into their bladder. Told him a bulking agent called durasphere. The mystery had been solved. He said it was the durasphere that had migrated to pt's lungs. Dr told pt he was going to a meeting and needed all their medical records. Pt sent them to him. He brought this up to carbon medical technologies. But they said they had not heard of this and would get back to him. Dr was in contact with the contact person with carbon medical. He sent them the records. Much later he received a letter from vice president, regulatory affairs and quality assurance. Pt hopes FDA will see that durasphere needs much more reasearch, instead of people like pt becoming guinea pigs. And to see carbon medical technologies was negligent in not posting a warning with durasphere. Pt is asking FDA to take responsibility to see that something will be done.